Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad cover was torn/peeled and all keypad buttons were unresponsive. The keypad cover was removed, revealing that the down arrow button contact was bent and that there was contamination under all keypad button contacts. Additionally, the display screen was dim, faded, and discolored and the battery compartment was cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were unresponsive due to contamination under the contacts and a button contact defect, the battery compartment was damaged, and the display was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2015.